Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (pxc161000/lot#03275017) and a gore excluder aaa endoprosthesis aortic extender component (pxa230300/lot#03782656) were also implanted.

Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2006, a computed tomography scan revealed a proximal type I endoleak. After 34 days, a computed tomography scan revealed infolding near the proximal end of the device; the physician ballooned the device and implanted an aortic extender component. The proximal type I endoleak and the infolding were successfully repaired. The patient tolerated the procedure.